Manufacturer narrative:
The cartridge instructions for use indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 266 mg/dl. The customer did not address the high bg. The customer did not know the cause of the high bg. Tandem customer technical support (cts) had the customer perform a pump system check and no device issues were identified. The customer reported to have had used humalog insulin in the cartridge for 3 days. Cts informed the customer that humalog was labeled for 48 hours use with the cartridge. The customer acknowledged the information.